Manufacturer narrative:
The alleged event was not confirmed. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Biomed technician from hemodialysis clinic alleges a burnt / discolored power cord plug during an internal audit. The machine was not on when the alleged damage was observed. There was no patient involvement. Machine was not put back into service at the time of follow up. Biomed technician indicates that due to the age of the machine, it may be replaced.